Event description:
This report is being filed upon notification from our x-ray manufacturer in antoher country, to submit this event. Problem: during operation of the bucky unit at the wall stand, the complete bucky unit came off and fell to the floor. Also, the bucky fell on the foot of the operator and caused an injury. He had a complex comminuted fracture on the left first distal phalanx tuft and received several stitches through his toe nail.

Manufacturer narrative:
(Eval: results and conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.